Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient regarding a patient who was receiving unknown drug (at unknown dose and concentration) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that on an unspecified date, the patient's mother thought the device was not working. No further information was provided. No further complications were report ed/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.